Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received critical pump error as well as open book image on the screen. The customer¿s blood glucose was 12.3 mmol/l. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not bumps or dropped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The device passed self test; it failed displacement test in that the motor was unable to load properly. The unit powered up with unreadable white pixels in the upper left hand corner of the lcd screen due to signs of previous moisture presence and corrosion on electrical board around the battery connectors and on the back of the lcd display. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.